Manufacturer narrative:
The reported event of mw file - connection error file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(4) service history showed the device had a manufacture date of 2/23/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "large volume alaris pump was infusing total parenteral nutrition (tpn), and "pushing" two medications. The pump alarmed "connection error" and the infusion stopped. The nurse got another pump to restart infusion. Due to the high risk medications that could have been involved, this could have led to an adverse event. The pump is being evaluated by biomedical department." An incomplete date of event of (B)(6) 2018 was provided. It is implied that "connection error" means channel disconnect.

Manufacturer narrative:
The reported event of mw file - connection error file was opened to document an event that the customer reported. No devices or logs were returned for investigation. No further investigation of this event is possible at this time. Review of the source device s/n (B)(6) service history showed the device had a manufacture date of 2/23/2017. A review of the device service history record was performed beginning from the date of manufacture to the present date and indicated that this device has not been previously returned for service. Review of the qn database was performed beginning from the date of manufacture through present. The database showed a quality notifications was not opened for the source device. A review of the device history record in sap for sn 14839419 was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
Received a copy of the customer's medsun report from the FDA which states, "large volume alaris pump was infusing total parenteral nutrition (tpn), and "pushing" two medications. The pump alarmed "connection error" and the infusion stopped. The nurse got another pump to restart infusion. Due to the high risk medications that could have been involved, this could have led to an adverse event. The pump is being evaluated by biomedical department." An incomplete date of event of (B)(6) 2018 was provided. It is implied that "connection error" means channel disconnect.